Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a nrg transseptal needle was selected for use, it was noted that energization failure occurred. The device was being supplied with power and rf was being delivered; however, needle insertion could not be performed. No error message. As troubleshooting, puncture was attempted after adjusting the sheath position and other procedural parameters but remained unsuccessful. It was attempted approximately three times. No challenges noted regarding patients' anatomy, no resistance was encountered when advancing needle through dilator, tenting the septum was confirmed and the needle was not re-shaped manually prior to procedure. The needle was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned.